Manufacturer narrative:
Age of device: 1 year, 4 months, 22 days. The device was returned for investigation but has not been received yet. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2017. It was reported that patient's mobile power unit (mpu) did not power up when connected to ac. Patient reported that there was a thunderstorm the night before and mpu subsequently did not work. Patient did not inform if there was a power outage during the thunderstorm. Patient was asymptomatic during the event. Patient was supplied with a vlock cable. Mpu was exchanged and will be returning for investigation. Patient was given a replacement unit. No further information was provided.

Manufacturer narrative:
Section h4: additional information. Investigation summary: the reported event of the mpu was damaged during a thunderstorm was not able to be determined. The (B)(4) was not available for evaluation. According to the additional information provided on (B)(6) it was stated it would be shipped back; however, the mpu was not received. A tracking number was requested, and it was not provided. The device history records were reviewed (shop orders (B)(4) and (B)(4) and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on the event.